Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose which were treated with manual syringe. Customer reported to have been going to the hospital as an outpatient due to the removal of an abscess. Customer's blood glucose was 240 mg/dl. Customer reported that infection was caused by one box of infusion set and no longer had issue when box was changed. Customer did high pressure test with tubing clamp and passed. Customer was not able to continue troubleshooting and would call back.